Event description:
Taste disturbance reported during fitting.

Manufacturer narrative:
This pt reported some form of taste disturbance. The chorda tympani is usually divided during the implant procedure. The pt is specifically advised of this prior to the procedure. The presence of a taste disturbance is frequent and typically resolves over time.